Event description:
During evaluation of the uretero-reno videoscope, the bending section cover adhesive was found to be separated. There was no patient involvement and no harm reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause if the separated adhesive could not be determined, however, the most probable cause of the issue was component failure due to stress of repetitive use, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.